Event description:
The nurse in the allergy clinic was administering allergy injection using a 1 cc vanish point syringe. When she gave the injection, she tried to engage the safety device and the needle would not retract. There was no harm.